Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
(B)(6) advia centaur xp hbsag results were obtained for two patient samples and confirmed. Patient 1 was (B)(6) upon initial testing and redraw results were (B)(6) for (B)(6). Other markers tested were also (B)(6). Patient 2 was (B)(6) on initial draw and redraw results were (B)(6) for other markers. (B)(6) and confirmatory testing were not repeated for patient 2. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.